Event description:
A conference abstract by a. Hammerer-lercher, et.al., ¿unexpectedly high cardiac troponin values in healthy athletes after sars-cov-2 infection¿, clinical chemistry, suppl. Supplement 1 70 : i7-i8. Oxford university press. (Oct 2024), documented falsely elevated alinity I stat high sensitive troponin-I results in athletes after sars-cov-2 infection. The conference abstract outlined an observational study with 35 athletes who had post-covid-19 checkups in 2022 and 2023. 17 athletes (17/35) had an increase in troponin results with at least one assay across abbott alinity, siemens atellica, beckman access, and roche cobras. 2 out of the 17 athletes had elevated results across all hs-ctni methods. The sucrose-gradient ultracentrifugation method proved macro-troponin in 15 out of the 17 with original hs-ctn values for abbott alinity: 5 - 170 ng/l; siemens atellica: 9.6 - 376 ng/l; beckman access: 0.5 - 55 ng/l and roche cobas 4 - 77 ng/l. Notably, there were no ECG or cardiac imaging findings including echocardiography or cardiac magnetic resonance imaging suggestive of myocarditis in the investigated athletes. No further impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided within the conference abstract, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided within the conference abstract were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints could not be performed since the lot number was unknown. A review of tracking and trending did not identify any trends regarding commonalities for lot numbers and issue. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with list 08p13 and the complaint issue. The overall performance of alinity I stat high sensitive troponin-I was reviewed using field data from customers worldwide. The patient median values for all reviewed lots are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and found to adequately address the issue. Based on our investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
A conference abstract by a. Hammerer-lercher, et.al., ¿unexpectedly high cardiac troponin values in healthy athletes after sars-cov-2 infection¿, clinical chemistry, suppl. Supplement 1 70 : i7-i8. Oxford university press. (Oct 2024), documented falsely elevated alinity I stat high sensitive troponin-I results in athletes after sars-cov-2 infection. The conference abstract outlined an observational study with 35 athletes who had post-covid-19 checkups in 2022 and 2023. 17 athletes (17/35) had an increase in troponin results with at least one assay across abbott alinity, siemens atellica, beckman access, and roche cobras. 2 out of the 17 athletes had elevated results across all hs-ctni methods. The sucrose-gradient ultracentrifugation method proved macro-troponin in 15 out of the 17 with original hs-ctn values for abbott alinity: 5 - 170 ng/l; siemens atellica: 9.6 - 376 ng/l; beckman access: 0.5 - 55 ng/l and roche cobas 4 - 77 ng/l. Notably, there were no ECG or cardiac imaging findings including echocardiography or cardiac magnetic resonance imaging suggestive of myocarditis in the investigated athletes. No further impact to patient management was reported.

Manufacturer narrative:
Section b5 describe event or problem was updated with additional information that was identified within a published article. Overall, the information in the published article does not change the outcome of the initial investigation; no systemic issue or deficiency with the alinity I stat high sensitive troponin-I assay was identified.

Event description:
A conference abstract by a. Hammerer-lercher, et.al., ¿unexpectedly high cardiac troponin values in healthy athletes after sars-cov-2 infection¿, clinical chemistry, suppl. Supplement 1 70 : i7-i8. Oxford university press. (Oct 2024), documented falsely elevated alinity I stat high sensitive troponin-I results in athletes after sars-cov-2 infection. The conference abstract outlined an observational study with 35 athletes who had post-covid-19 checkups in 2022 and 2023. 17 athletes (17/35) had an increase in troponin results with at least one assay across abbott alinity, siemens atellica, beckman access, and roche cobras. 2 out of the 17 athletes had elevated results across all hs-ctni methods. The sucrose-gradient ultracentrifugation method proved macro-troponin in 15 out of the 17 with original hs-ctn values for abbott alinity: 5 - 170 ng/l; siemens atellica: 9.6 - 376 ng/l; beckman access: 0.5 - 55 ng/l and roche cobas 4 - 77 ng/l. Notably, there were no ECG or cardiac imaging findings including echocardiography or cardiac magnetic resonance imaging suggestive of myocarditis in the investigated athletes. No further impact to patient management was reported. Update - abbott became aware of a published article on 01oct2025: the data that had previously been published as a conference abstract have now been published in an article: hammerer-lercher, angelika, et.al., ¿false-positive troponin-I values due to macrotroponin in healthy athletes after covid-19¿, clinical chemistry and laboratory medicine 63.10: 2093 - 2103. Walter de gruyter gmbh. (Sep 1, 2025). The data presented in the article differ slightly from those previously published in the conference abstract. The article shows that 18 out of the 35 healthy athletes had elevated hs-ctn. Despite elevated hs-ctn levels, no signs of myocarditis or other cardiac conditions were found on electrocardiography, echocardiography, or cardiac magnetic resonance imaging.